Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed a lot history and batch record review. Results were satisfactory. No further product testing could be performed as the product has passed its expiry dating.